Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The reload was connected to the adapter and the jaws were closed for checking. However, the tip of the jaws were still opened and could not fully close. The event occurred during the procedure but the product was not used on the patient. Replaced by a new reload and the procedure was completed. There was no patient harm. The status of the patient is no problem.